Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited under sensing that resulted in incorrect interpretation of cardiac signals and inappropriate anti-tachycardia pacing. The device was reprogrammed. The patient was stable.